Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported the device is missing led segment. There was no patient involvement.

Event description:
It was reported the device is missing led segment. There was no patient involvement.

Manufacturer narrative:
New information: product received, investigation and root cause completed add b5. Correct d10, g4, g7, h3, h6 (method, results, conclusion), h11. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/23/2017 to the present date 10/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.